Event description:
It was reported that the user¿s blood glucose decreased from 368 mg/dl to 55 mg/dl over several hours after announcing two lunches on the ilet, once when eating and again in response to rising glucose, which was explained as an improper use procedure that can lead to maladaptation with the system; oral glucose was used to treat the low. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included minor injury of low blood glucose and no lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.